Event description:
It was reported three days prior to report the patient had tested out a personal medical alert device. It was stated the patient ¿did not know if it interfered with the deep brain stimulator or what it did¿ and noted that when turned on, the patient ¿started to get a rapid heartbeat, his heart was pounding, and he had trouble breathing.¿ it was reported when the personal medical alert device was turned off, ¿it slowly went away over the next 15 minutes.¿ it was noted the manufacturer of the alert device had ¿never heard of that¿ happening. It was further reported the patient had tried a different company¿s personal medical alert device a week earlier and that it ¿didn¿t cause any issues.¿ the patient was redirected to his health care provider (hcp). A supplemental report will be filed if additional information is received. Please see manufacturer report #3004209178-2013-16233 for information on the patient's other device.

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 3387s-40, lot# va08a54, implanted: (B)(6) 2013, product type: lead; product ID 3387s-40, lot# va08a54, implanted: (B)(6) 2013, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).